Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water leaked out when the foley catheter was pretested in the operating room to insert it for urinary drainage and temperature control. Per follow-up information received from ibc on 11oct2023, stated that the sterile water leaked from the bilateral part.

Event description:
It was reported that the sterile water leaked out when the foley catheter was pretested in the operating room to insert it for urinary drainage and temperature control. Per follow-up information received from ibc on 11oct2023, stated that the sterile water leaked from the bilateral part.

Manufacturer narrative:
The reported event is unconfirmed, product results meet specifications. No root cause could be found because the reported event was unconfirmed. Received two (2) photo samples. First photo sample showcases a 3-way temp sensing catheter with cut portion of inlet tubing and a straight tipped syringe. Second photo sample showcases catheter partially inflated. Received a 3-way temp sensing catheter with cut portion of inlet tubing and a straight tipped syringe. Visual inspection noted no obvious defects. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. Deflated balloon passively with no cuffing or leaks noted. This is within specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A review of the device history record was not necessary due to the reported event being unconfirmed. The reported event is unconfirmed a risk and labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.